Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a possible header issue. It was noted that noise was seen on the atrial channel during a follow up visit. During a left ventricular (lv) lead implant procedure, the atrial lead was taken out of the header and put back in with the same result. The atrial lead was then tested through the analyzer and was noted to be functioning well. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.